Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from date manufacturer was made aware.

Event description:
It was reported that the ipg was no longer charging, and patient was missing the therapy. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned by the facility.